Manufacturer narrative:
No blood sample or product was returned to immucor from the customer site for immucor laboratory assessment. The immucor (B)(4) office confirmed the information from the (B)(6) customer site on 18jul2018. (B)(4).

Event description:
On (B)(6) 2018, a (B)(6) customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with an echo lumena instrument.